Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from brazil to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4): deviating volume. "Infused ended much earlier than expected. The bag was installed on (B)(6) and the removal for the day (B)(6). On day (B)(6) infusion ended".

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and empty easypump ii lt 270-54-s without packaging. The provided sample was taken to a visual inspection. Damages were not detected. As-received condition the clamp clip was missing and the patient connector was not closed (the original wing cap was not handed over by the customer). Further on, we detected liquid at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. Additionally the pump was filled with nacl 0.9 % up to the nominal value (270 ml) and a functional test respectively a leak test was carried out. After we starting the pump, the pump did work immediately (solution was running). Leakages were not detected at the sample. Flow rate test: nominal: 5 ml/h. Actual: 6.0 ml in 1 h; 11.8 ml in 2 hrs; 104.7 ml in 26 hrs. Leakages were not detected at the received sample. A too fast flow (as described by the customer) could not be determined. Reviewed device history records, there is no abnormalities and no such defect detected at final control inspection. However, slow flow rate issue is a known error pattern and corrective and preventive actions are in progress / have been implemented.